Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Furthermore, it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.